Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had lost its power. When the brought it back on they ran a self-test but received multiple pump error alarms. The customer¿s blood glucose level was 173 mg/dl. Troubleshooting was performed. They were advised to perform a normal bolus into the air. The bolus amount was recorded in the daily history. Due to the alarms the device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, continuity test and self test. Format history file analysis confirmed pump error 63 and pump error 4 due to poor solder joints at connector ambient light sensor on keypad assembly. No physical damage noted on keypad components. It was received with cracked retainer, minor scratched display window and scratched case.